Event description:
It was reported by the patient that they heard "the high/low alert tone three times yesterday, two times at night and again this morning". The cadence of tones reported by the patient is potentially indicative of a right ventricular (rv) lead integrity-related alert. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 407652 lead implanted: (B)(6) 2021; 459888 lead implanted: (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). Additionally, the lead exhibited low out of range (oor) pacing impedance, oversensing, and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.